Event description:
The patient contacted animas on (B)(6) 2013 reporting that they woke up to pump alarming at 4am. The patient stated that first it was three chirps but not it was alarming loudly every couple of minutes. The patient reported there was nothing displayed on the screen. The patient attempted to insert a battery but still no display and still alarming. The patient reported that they had a blood glucose (bg) of 452mg/dl with nausea. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient corrected via syringe. This report is being made due to the call service alarm.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.